Event description:
The last three dexcom g7 sensors are not working properly. They keep glitching and stop measuring blood sugar. They give incorrect blood sugars. This can be very harmful and even deadly for a typo diabetic. Many people have seen this happening recently. Reference reports: mw5166075, mw5166077.